Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a couple of hypoglycemic episodes after infusion set changes. His blood glucose at the time of incident was 60 mg/dl. The customer was unsure of why his lows occurred, but stated that he noticed two boluses in the bolus history that he did not remember taking. The boluses were at night and for 9 units of insulin. He mentioned that it was very possible for him to have rolled over on the pump in his sleep and programmed them that way. The customer was advised of the locked keypad feature on the insulin pump and how to activate the feature. Troubleshooting for the low blood glucose was declined. No products were shipped or returned.